Manufacturer narrative:
Pending investigation. D10: unknown which devices are left or right. (B)(6). 02-010-03-0240 - logic cr femoral cem, left, sz 4. (B)(6). 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. (B)(6). 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. (B)(6). 200-02-38 - three peg patella 38mm. (B)(6). 200-02-41 - three peg patella 41mm. (B)(6). 201-78-15 - holding pin mini sharp point 4 pk. (B)(6). 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6). 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6). 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6). 521-78-23 - threaded pin size 2.3 collared. (B)(6). 521-78-23 - threaded pin size 2.3 collared. (B)(6). 521-78-36 - threaded pin size 5.1 collarless. (B)(6). A10012 - gps implant kit v2. (B)(6). A10012 - gps implant kit v2. H7: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2021. The patient was revised on (B)(6) 2023 due to poly wear and the liner was exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the reason for the revision cannot be confirmed from the information provided, but may be due to prosthesis wear as reported and/or inclusion of the polyethylene in the packaging recall with the involved tibial insert having been packaged in a non-conforming bag and on the shelf for over 5 years prior to implantation. However, this cannot be confirmed as the device was not available for evaluation.

Event description:
Operation report of 23 may 2023. Clear joint fluid was taken for microbiological analysis. A subtotal synovectomy was performed of the hypertrophied synovial tissue and specimens sent for histopathological analysis. The tibiofemoral polyethylene was removed and following extensive lavage of the joint a new 9 mm size 4 optetrak cr insert was applied. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No other information is available.

Manufacturer narrative:
Investigation conclusions: h3. Investigation updated-the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and radiographs were not provided. H11. Correction- f6, f8 should be blank.